Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief in the thoracic spine region. The patient experienced leg and lower back pain as well as thoracic pain; however, the thoracic pain was located above the stimulation coverage area of the evoke scs system. At the patient's request, the evoke scs system was explanted. Prior to the explant, the evoke scs system was confirmed to be functioning as intended.

Manufacturer narrative:
An elective explant of the evoke scs system was performed as the patient suffered from pain in the thoracic spine region which was outside of the stimulation coverage area. At the patient¿s request, the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.